Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after twiddling the pacemaker. Upon investigation, it was noted that the right atrial lead had dislodged. No electrical anomalies were noted. The physician attempted to reposition the lead but the helix was difficult to retract and extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.